Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No changes or intervention was performed. There were no patient consequences.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
New information received indicated that programming changes were performed to restore bluetooth telemetry.